Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty main printed circuit board caused the high pitch alarm and control switches to not illuminate. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that a high pitch alarm was generated and the control switches did not illuminate. The problem, as reported to olympus, was first identified during preparation for use. There was no patient impact and no injury that occurred associated with the reported problem.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - upon powering on the returned device, an audible alarm was generated the light on the front panel turned off. The cause was isolated to a faulty main printed circuit board. The investigation is ongoing and a definitive root cause has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.